Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: moisture corrosion was observed inside the pump on the display screen. A leak test failed due a bolus button leak. The battery compartment was cracked above and below the bumper pad. The pump was unable to power on and was completely unresponsive. Moisture corrosion was found inside the pump on the display screen, radio frequency and force sensor circuits, the watchdog circuit and to the power circuit.